Manufacturer narrative:
Per the instructions for use, device embolization is a known potential adverse event associated with the tavr procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally calcified aortic leaflets, preserved ejection fraction, and loss of pacing capture. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic embolization (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in this case, the exact cause of the embolization cannot be determined in the absence of imaging from the procedure; however, it is likely that patient (moderate calcification of aortic valve, severe ventricular septal hypertrophy) and procedural factors (deployment too aortic) caused or contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by the edwards field clinical specialist (fcs), during the transfemoral tavr procedure, the 23mm sapien valve was positioned 60:40, however, deployed 90:10 aortic. A few minutes later the valve was noted to have dislodged/embolized into the aorta. The embolized valve was pulled back into the descending aorta where it was and was secured with 30/60mm stents. A second 23mm sapien valve was then prepped and implanted in a good position and without incident. The patient was noted to be stable at the end of the procedure. Per report, the patient's lv ejection fraction was 50%, the aortic valve and aortic root were moderately calcified, the patient had severe ventricular septal hypertrophy and the patient had mild moderate mitral annular calcification (mac). Additionally, the image intensifier angle and the coaxial alignment of the delivery system were noted to be good, ventilation was not held during valve deployment and there was no loss of pacing capture during valve deployment.

Manufacturer narrative:
The embolized valve was not returned for evaluation as it was not explanted from the patient. A device history record (DHR) review was not required or performed as there was no allegation of a device malfunction. The investigation is ongoing.